Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and cysts. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08may2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03jun2024.

Event description:
Patient reported right side rupture and cysts as well as change of the shape and pain. Device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported right side rupture and cysts as well as change of the shape and pain. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Cyst: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Deformation: not observed because the device ruptured. Additional observations: no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.